Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, echo confirmed that there were fused bioprosthetic valve leaflets causing mild cai. It is possible that the patient¿s comorbidities contributed to the stenosis and dysfunction of the valve. A second valve was deployed correcting the cai. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As initially reported through clinical trial, 34 months post tavr procedure, the patient presented to the ed with dyspnea and pulmonary edema. The echo showed moderate aortic stenosis, and acute systolic chf exacerbation. An abnormally functioning valve with a mean gradient of 27mmhg was noted. Doppler velocity index was 0.41. These findings are consistent with moderate aortic stenosis. Two days later, a repeat echo was performed revealed the valve was well seated, but there was mild central aortic insufficiency. The left and right coronary cusps appear to be partially fused. Transesophageal transthoracic echocardiogram demonstrated an ejection fraction of 31%. Additional information received confirms the patient underwent a valve in valve procedure three years post initial procedure. The heart team has been monitoring her worsening hemodynamics for a few months. It was decided to place a sapien xt in the previously placed sapien. At the time of this procedure she had 2+ cai, with a valve area of 0.8 mm2, and a mean gradient of 26mm. Valve leaflets appeared thickened and calcified. The patient had extreme calcium in her arterial system, including a porcelain aorta. The valve in valve procedure went without incident and she left the operating room stable, with no gradient, pvl, ai.